Manufacturer narrative:
Investigation ¿ evaluation: as reported, following a cesarean section, uterine contractions were inadequate due to poor contraction of the lower uterine segment. The patient lost about 600ml of blood. A bakri tamponade balloon catheter was inserted into the patient by the vagina, as treatment for postpartum hemorrhage (pph). The balloon was inflated with saline and leakage occurred. After the device failed, the patient lost an additional 200ml of blood, totaling an estimated blood loss of 800ml. After assessing the patient's condition, a new balloon was replaced, reinserted, and filled, successfully achieving compression hemostasis. No blood transfusions required. The device was not handled by or in the proximity of any metal tools (i.e., forceps or suture needles) that may have damaged the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used bakri tamponade balloon catheter returned for evaluation. Upon inspection, no damage to the device was noticed. The balloon was inflated with water, and a leak was observed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no recorded non-conformance's relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause of the event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, following a cesarean section, uterine contractions were inadequate due to poor contraction of the lower uterine segment. The patient lost about 600ml of blood. A bakri tamponade balloon catheter was inserted into the patient by the vagina, as treatment for postpartum hemorrhage (pph). The balloon was inflated with saline and leakage occurred. After the device failed, the patient lost an additional 200ml of blood, totaling an estimated blood loss of 800ml. After assessing the patient's condition, a new balloon was replaced, reinserted, and filled, successfully achieving compression hemostasis. No blood transfusions required. The device was not handled by or in the proximity of any metal tools (i.e., forceps or suture needles) that may have damaged the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.